Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR report: 1221359-2021-03353.

Event description:
The customer reported two (2) false negative results with the ID now covid-19 assay performed on multiple dates. This MFR. Addresses report one (1) of two (2). The customer reported a false negative result on a nasal swab with the ID now covid-19 assay performed on (B)(6) 2021. Confirmation testing was performed on (B)(6) 2021 with corelab and generated positive results (CT values not provided). Although requested, additional information including patient treatment and outcome was not provided.

Manufacturer narrative:
Additional information: testing was performed at abbott diagnostics (B)(4) on retained kit lot m162595 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m162595, test base part number 190-430 / lot: m162595. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m162595 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine an assignable root cause as the logfiles were not provided for investigation, however substances in the sample itself may have interfered with the reaction.